Manufacturer narrative:
Soft cannula was in the undeployed state when the device was received. The device deployed with no issue upon manual rotation of the ratchet gear. The data showed that the device ran zero pulses and was in pod state 1, which indicates the pod was not activated.

Event description:
It was reported that the needle deployed the cannula early during the activation process indicating that there was a needle mechanism failure. The patient reported their blood glucose levels during the event were 200 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.